Manufacturer narrative:
We're still trying to coordinate with the dealer the return of the parts involved in this incident. The dealer doesn't know if the end-user still has the parts. It appear that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.

Event description:
A malfunction involving a quickie gt wheelchair was reported to sunrise medical on (B)(6) 2014. The dealer reported that the end-user was riding in his wheelchair over a threshold into his home when the camber tube broke in half. As a result, both of the rear wheels came off and the frame collapsed into his ribs. The dealer reported that the end-user was a little sore after the incident but that there was no serious injury sustained.